Event description:
It was reported that the fault is not the possibility of reading the ap (arterial pressure). This happens when using some of the transducers. According to info received (B)(6) 2011 from the world wide technical service mgr, the situation is that they have 2 autocats (intra-aortic balloon pumps) and they have a blood pressure transducer that works with one acat, but it doesn't work with the other acat. So one of their acats has a problem whereby it isn't able to get a reading from the blood pressure transducer. The equipment with which the fault occurs is the acat 1 plus, (B)(4). The procedure followed and ended correctly when the equipment was changed.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.